Manufacturer narrative:
Updated fields - b4, d9, e1 (telephone and email address), g3, g6, h2, h3, h6 (investigation findings), h9, h11. Due to character limitation in e1 for event site telephone, the full event site telephone: (B)(6). A getinge field service engineer (fse) found the issue of video generator board. The unit was displaying errors relating to the video generator board but the associated code cfi's did not indicate a board replacement this was fse mistake as code 63 would normally indicate and issue but the fault was down to the logs not being cleared. The logs once cleared removed the error message "iabp may require maintenance" this is normal after a replacement of the coiled cable under the fsn for such. So, fse raised a job but the part was not required. Clearing the logs generally clears this problem. No further action was required. The unit didn¿t require any adjustments so a check sheet was not needed. Handed back to the customer in good working order.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. A getinge field service engineer (fse) found the issue of video generator board. The unit was displaying errors relating to the video generator board but the associated code cfi's did not indicate a board replacement this was fse mistake as code 63 would normally indicate and issue but the fault was down to the logs not being cleared. The logs once cleared removed the error message "iabp may require maintenance" this is normal after a replacement of the coiled cable under the fsn for such. So, fse raised a job but the part was not required. The unit functions normally and is back in use. Based on the evaluation results provided by the field service engineer, the issue was resolved by ¿logs once cleared removed the error message¿. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) alarmed when turned it on. There was no patient involvement.